Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted antibiotic therapy. Per the pdrn, the events were unrelated to the use of any fresenius device(s) and/or product(s), as the cause was attributed to an unspecified touch contamination event. Staphylococcus bacteria are commonly found on the skin, axillae, or mucous membranes of humans. Additionally, staphylococcus peritoneal infections are usually indicative of a touch contamination event. Based on the information available, the liberty cycler set is disassociated from the events. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the liberty cycler sets shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported to fresenius this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and reverted to manual pd therapy. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on 3/sep/2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 17,335 u/l, polymorphs = 81%) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin 1000 mg every other day x 21 days and ip ceftazidime 1000 mg daily. The patient¿s final peritoneal effluent culture result returned positive for staphylococcus hominis on 8/sep/2021. The pdrn attributed causality to a touch contamination event, and the patient was instructed to perform manual or continuous ambulatory pd (capd) for approximately 30 days while the antibiotics were being utilized and the patient¿s technique could be monitored. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to utilize the same liberty select cycler as before the events without reported issue and is recovering from the events.